Event description:
Extended bolus feature on tandem t-slim pump has a "sticking" issue so appears to be continuously on unless user is aware that the feature is stuck. Some insulin may be delivered which is not recorded by the pump. If not found, this could cause life threatening hypoglycemia. (B)(6) male with known type 1 diabetes on insulin pump therapy.